Event description:
It was reported that during a ptca treatment procedure, the choice es guidewire broke in half while advancing the wire through the cordis balloon. The break occurred outside of the pt's body. No pt injuries or complications were reported.